Manufacturer narrative:
Evaluation summary: one used device and 10 new devices were received for evaluation. The used device did not meet specification as received. The new devices met specification as received. Visual inspection found the bottom jaw over mold was separated from the device jaw. There was no missing piece on the damaged over mild. The investigation found the bottom jaw over mold was separated from the device jaw. The damage to the jaw's over mild likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The device was not able to produce an acceptable cut due to the damage to the device jaw. The investigation identified the root cause of the reported event to be user error. The instructions for use states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not cut sufficiently and had a seal issue that resulted to bleeding of above 400ml but no blood transfusion was done. Additionally, while in use the jaw of the device broke but did not fall in the patient cavity.